Event description:
The reporter stated their grandchild¿s blood glucose (bg) level rose to 509 mg/dl between 4 and 24 hours of wearing the pod. It was reported that the patient was vomiting, and the bg levels would not come down despite multiple correction boluses given. The reporter stated the patient went into "diabetic ketoacidosis" which was not a confirmed diagnosis. On tuesday, (B)(6) 2025, the reporter called the hospital for medical advice. They were instructed on how much insulin should be given using an insulin pen. The situation was contained thereafter and the patient¿s bg levels normalized. Upon removal of the pod, the reporter stated the cannula was bent but was unsure if it happened before or after the pod was removed. A new pod was successfully activated to resume insulin delivery treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.